Event description:
A damaged charging port was reported. There was no adverse impact to the customer¿s blood glucose level. The customer declined any further assistance, inquiry, troubleshooting, or follow-up, and no additional action was taken.